Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation coverage from her scs system. Diagnostic testing revealed high impedance readings on multiple lead contacts. X-rays did not reveal any anomalies. Subsequently, the patient will undergo surgical intervention as the next course of action.